Event description:
Patient reported the infusion device shows e7 (electronic error) alert on the infusion device eight days ago. Patient changed the power pack and received no more e7 alerts. Patient reported receiving elevated blood glucose levels of 300-400 mg/dl. Patient's normal blood glucose range is 100-120 mg/dl. Patient is taking corrections with the infusion device with no success; then takes a correction with an insulin pen. No additional information was provided. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.